Event description:
It was reported that the cc4204a collamer single piece lens was torn during loading, however, the damage was not noted until after the surgeon inserted it in the eye. The incision was enlarged and the lens was cut out of the eye. Another same model lens was implanted and sutures closed the wound. The reporter stated the event was due to a tech loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). No lens in unit carton. (B)(4).